Manufacturer narrative:
Additional information was added to the event description. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the image acquisition system (ias) front caster screw was replaced. A system checkout was performed. Eval code method is associated with this analysis; eval code result is associated with this analysis; eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the uninterruptible power supply (ups) was not physically damaged, but during its boot up presented a strange noise and the low battery led was on.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing, performance tes ting and visual/physical examination the reported issue was confirmed. The ups powered on with returned batteries. It was charged for at least 6 hours. Load test failed 3 minutes 13 seconds. Bad battery pack, unable to hold charge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the mobile view station (mvs) uninterruptible power supply (ups) was replaced. A system checkout was performed. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the during a planned maintenance (pm) the uninterruptible power supply (ups) was found defective. No patient was present at the time of the event.